Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was unable connect with their ipg. The patient had unrelated surgeries where the ipg had not been placed in surgery mode. The abbott rep was unable to repair the ipg with their clinician programmer. The ipg was deemed inoperable. No intervention has been planned yet. The patient was told to get x-ray by physician and then the physician would contact the reps on whether the patient wants to replace battery or not. The issue is pending intervention/updates. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent 2 unrelated surgical hip replacement procedures wherein the patient's ipg was not placed into surgery mode. Following the surgeries the patient's ipg was no longer operable, and their programmer was displaying the message "generator not responding". Ipg recovery attempts with a company manufacturer were unsuccessful in restoring the patient's ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient's ipg is in a non-responsive state was reported to abbott. The patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.